Event description:
The patient had a failed riata lead that was extracted. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).